Manufacturer narrative:
.

Event description:
It was reported that during interrogation of the pulse generator, an error message was displayed. The programmer was rebooted and the device was re-interrogated. The pulse generator remained implanted.